Event description:
It was reported that the device failed downstream occlusion calibration. The issue was found during testing. There was no patient harm.

Manufacturer narrative:
B3: date of event is unknown. H3: one device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be duplicated because the device was unable to turn on. Visual inspection found a contaminated downstream occlusion (dso) sensor and contaminated printed wire assembly (pwa) board. The dso sensor and pwa will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.